Manufacturer narrative:
On 3/19/2019, information received indicated that the device was not deflated therefore the customer will not return them to mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, there review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor smooth round moderate plus profile 425cc saline breast implant, catalog number 3502425, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425cc saline breast implants which the right side deflated after implantation. Patient feels her right implant is deflating. Doctor noted possible deflation. As a result patient had the device removed on (B)(6)2019.